Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. The calibration and qc were acceptable. The field service representative found that the mixing area was dirty. He cleaned the mixing vessel, stylus sipper nozzle, and the outside of the sipper/vacuum nozzles. He performed checks and tests with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results for 1 patient sample on a cobas pro ise analytical unit. The initial result was 129.6 mmol/l. The sample was repeated on another module, and the result was 121.6 mmol/l. The repeated result was believed to be correct. The sample was repeated because the initial result had a data flag; however, the nurse was notified of the initial result.